Event description:
A customer reported that the cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the pump and found an o-ring on the pneumatic tap, which was removed. After cleaning the area and reloading the original cartridge, the issue was resolved, allowing the customer to resume insulin therapy successfully, although four cartridges had been used prior to contacting support.